Manufacturer narrative:
Serial no: the serial number reported (B)(4) could not be recognized by the system. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini-bag plus container/vial docking tool was damaged; further described as had worn out vial grippers. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection was performed and the gears, screws, nests, jaws and mechanical function pieces were observed to be rusted and covered in a dried fluid substance. A functional testing was performed using a calibrated force gauge which revealed that the gears were stripped thus not allowing force to be applied to the gauge. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.